Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a contralateral limb stent graft was deployed through the left groin and up into a bifurcated stent graft. After the limb was deployed, the nose cone of the device retracted back into the stent and became locked; however, there was no anatomical cause. The physician handling the device was unable to advance the device and had to use extreme pressure to remove it. The device was examined by the attending staff. Their observation was that the inner shaft of the device did not feel smooth and had a rough raised surface which when moved did not allow the shaft to move back and forward, restricting its movement. No intervention was required and the patient's status was not reported. The delivery system is being retained by the user facility and has not been returned to medtronic for evaluation.

Manufacturer narrative:
Evaluation results/conclusion: other - lack of information (device has not been returned for evaluation - unable to confirm failure).